Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he could not duplicate the reported malfunction and completed the iabp services. Full safety, calibration, and functionality checks passed to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
The customer reported that the intra-aortic balloon pump (iabp) is not showing an ECG signal. This event occurred prior to the iabp being used on a patient. No adverse event has been reported.